Manufacturer narrative:
The reported event of difficulty retracting the helix was confirmed due to the helix being clogged with blood. As received, a complete lead was returned in one piece with the helix fully extended. After the helix was cleaned, the helix was able to be retracted and extended. The full helix extension length was measured to be within specification. The cause of the helix could not retract was isolated to the helix being clogged with blood/tissue.

Event description:
During follow-up, it was noted that the right ventricular (rv) lead was dislodged. During the revision procedure, the helix of the rv lead could not be retracted. The rv lead was explanted to resolve the event and the patient was stable.